Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead delivery catheter tore circumferentially approximately 2 centimeters beyond the hub of the catheter during the slitting process. The physician was able to restart the slitting process by making a small cut into the catheter with a surgical scissor. The remaining catheter was slit in a normal fashion and the lv lead remained in place during the entire process. No patient complications have been reported as a result of this event.